Event description:
It was reported that there was a question regarding how to mitigate far field r-wave (ffrw) oversensing. It was also noted during a device interrogation that atrial episodes that are due to ffrw oversensing are being treated. It is unknown whether there was any medical intervention. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a question regarding how to mitigate far field r-wave (ffrw) oversensing. It was also noted during a device interrogation that atrial episodes that are due to ffrw oversensing are being treated. There has been occasional noise on the atrial lead and a slight decrease in atrial pacing impedance has also been noted. It is unknown whether there was any medical intervention. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.